Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the bottom of the front bezel as not functioning. Bottom switch could not be used. There was no report of pt involvement.